Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 22.3 mmol/l. Customer stated that the insulin pump had received infusion flow block alarm and infusion set had bent cannula. It was unknown that auto mode on or not at the time of incident. The device will not be returned for analysis.